Event description:
Had essure implanted in (B)(6) 2013. Was told my menstrual cycle would stop over time. From the first time I had sexual intercourse which was 6 weeks after implant until present day, I bleed every time I have sex. From 3-7 days before I start I get excruciating, stops me in my steps cramps, that last from 20s to a minute or 2. When I start it is excessive bleeding for 2 days, I have to use super plus tampons and change them hourly and use overnight pads, which I bleed through and ruin at least one pair of panties and pants a month. I pass nickle to kiwi sized blood clots the first two days. My (B)(6)daughter came in the bathroom one time and was mortified, still to this day she won't barge into the bathroom if I'm in there. The 3rd day I drop to super tampons and extra long pads and then the fourth day it's regular tampons and usually I don't bleed through to pad and then fifth day I wear a pad just in case. And if that's not enough, I swell up and am all bloated which I never noticed bloating before the insertion of the essure. Rx meds: levothyroxin, amlodipine, do not take like I should sumariptan, melexocam. Otc meds: excedrin migraine, excedrin.